Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with a new one. Further information was requested and not yet received.

Manufacturer narrative:
No malfunction was reported. The ams700 device was visually inspected and functionally tested. One cylinder and reservoir performed within specifications. There was a leak in the other cylinder due to fold wear. The pump was not functionally tested due to the cylinder failure. No DHR, labeling review, ship history, or risk review required per cis product investigation wi, 92186855. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. External support request form 92380551. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # 92186855). If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with a new one. Further information was requested and not yet received. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.